Event description:
Add'l info rec'd from MFR 12/13/00: thoratec considers this report to be an isolated incident - the first of its kind in its 18 years of clinical experience with the ddc. The failed ddc was returned to thoratec for failure investigation. Initial investigation revealed that the uninterruptible power supply (ups) system had suffered severe damage, requiring replacement. Testing of the electrical system of the ddc also showed intermittent ac voltage spikes in the output of the ddc isolation transformer. The testing, in which the failure was reproduced, implies that the failure is due to a fault in the device and not to user error or environmental conditions.

Event description:
Thoratec vad console suddenly started smoking and lost all power. Operators switched to manual vad inflation. The uninterruptable power supply appears to have had a massive failure. This is the second failure of this exact type. Previous failure occurred four months ago. Thoratec supplied replacement ups at that time. Thoratec fully inspected unit on 7/20/00, and replaced some parts not related to the ups. This console has had 4 failures since 1998.